Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring up to 400 mg/dl and associated symptoms of polydipsia, nausea, dehydration and moderate urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the auto off feature of the pump occurred too early. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an history/settings issue.